Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4). The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
Device available for eval updated; date returned to MFR added. Device returned to MFR updated; device evaluated by MFR added.

Event description:
It was further reported that the fiber failed at 98,234 joules and 16:48 minutes of use. The fiber tip was not cleaned during the procedure.

Event description:
It was reported that during a prostate procedure the fiber was noted to be end firing. The fiber was exchanged, and the second fiber was used to complete the procedure. Patient outcome: "ok" reported. No patient injury was reported.